Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd bactec¿ fx, instrument top, packaged, 9 false positive results were obtained. Confirmatory gram and culture testing was performed, and the results were negative. There was no report of patient impact. The following information was provided by the initial reporter: over the period since january, there have often been false positives and now they are increasing.

Manufacturer narrative:
H.6 investigation summary: customer reported "false positives" on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Bd service communicated with the customer and confirmed that the issue is caused due to ambient temperatures in the laboratory. This is an unconfirmed failure of the bd product. Root cause of false positives is related to "workflow/ no device problem found". Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples received consisted of log files. After reviewing the log files, investigation revealed that the false positives are caused due to ambient temperatures. Complaint history for ¿results¿ was reviewed for the month of march 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.2c. No new risks or hazards were identified.

Event description:
It was reported that while testing with the bd bactec¿ fx, instrument top, packaged, 9 false positive results were obtained. Confirmatory gram and culture testing was performed, and the results were negative. There was no report of patient impact. The following information was provided by the initial reporter: over the period since january, there have often been false positives and now they are increasing.